Event description:
It was reported that the patient experienced shocks. The patient was instructed to turn off the device to confirm it was related to the device. The patient had recently had a sling surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v620569, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).